Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Damaged lenses were observed. Reported problem was able to be duplicated during accuracy test. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace expulsor of out spec.

Event description:
It was reported that the device was presenting with high flow error during testing. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Damaged lenses were observed. Reported problem was able to be duplicated during accuracy test. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace expulsor of out spec.

Event description:
It was reported that the device was presenting with high flow error during testing. No patient injury was reported.

Event description:
Information received a smiths medical cadd solis vip pump 2120 entered high flow alarm. No patient adverse events reported.